Event description:
A malfunction was reported on the pump by the caller, identified by the malfunction code malf 12. There was no adverse impact to the customer¿s blood glucose level. The customer contacted technical support, who provided instructions for resetting the pump. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to call back if any further issues arose.